Event description:
During a phacoemulsification procedure using this handpiece, the physician felt a stinging/burning and vibration sensation passing through the physician's thumb. Most of that morning the thumb was abnormally hypersensitive and painful. This sensation was still present the next morning and continues as of this date.